Event description:
On 1/10/2023, it was reported by a sales representative via email that an ar-3632 fibertak suture anchor pulled out of implantation site. This was discovered during a procedure on 1/9/2023. Case was completed using another ar-3632 fibertak suture anchor. Additional information received on 1/25/2023: this was discovered during an rcr procedure, nothing broke off inside the patient.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to user-applied excessive force, improper bone prep; misaligned insertion; prying/leveraging the device during insertion. As no further investigation was able to be performed no change in harm was identified. This complaint will be included in trending.